Manufacturer narrative:
The pump was received stuck in a critical pump error and unable to download due to moisture damage on all electronic assemblies. The pump was received with an air leak during the leak test at the left and right edges of the keypad overlay. Severe corrosion on the keypad overlay traces were noted during visual inspection. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify all button/keypad unresponsiveness due to the critical pump error. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, damaged keypad overlay texture, a slightly faded serial number label and a peeling end cap address label. The pump was received with moisture damage on the motor assembly and force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump kept alarming and the customer was unable to use the buttons. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.